Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8mm monopolar curved scissors instrument to perform failure analysis. The instrument was analyzed and was found to have a chipped tube extension at the distal end. A chipped piece was not returned, measuring roughly 0.63 mm x 0.90 mm in size.

Event description:
It was reported that prior a da vinci-assisted cholecystectomy surgical procedure, the 8mm monopolar curved scissors instrument had peeling from the shaft. A backup instrument was used to continue the procedure. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there was no harm or injury to the patient. There was question in regard to the integrity of the instrument if the orange chipping would conduct any energy to the patient's tissue creating a burn because it was chipped and not covered by the scissor cover. There were no fragments that fell inside the patient. The correct event date 2/21/2025. The instrument was opened and identified prior to the patient arriving in the room. The instrument was then removed from the field and an additional endowrist was opened.